Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the user says the programming changed by itself. He says that in drives 1, 2 and 4, there is a drive lockout with a line through it. In drive 3, the chair goes into drive lockout at 5 degrees. MDR filed.